Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported the patients' charger has been unable to locate the ipg for the past 5 days. As a result, stimulation was lost 3 days ago. Reportedly, a replacement charging system was sent. Follow-up identified the replacement charger did not resolve the issue. Subsequently, the ipg was confirmed inoperable. Surgical intervention was undertaken on (B)(6) 2015. The ipg was explanted and replaced with a new model during the procedure. Effective stimulation was achieved postoperatively.